Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2012: the pump was returned for investigation and evaluation revealed force sensor damage that had not been reported by the user.

Manufacturer narrative:
The reporter was a (B)(6) from animas corporation (B)(6). The pump was returned and evaluated by product analysis on (B)(4) 2012 with the following findings: loss of prime events were observed in the black box and were associated with cartridge changes and occlusion alarms. The pump was exercised for 24 hours with no loss of prime duplicated. The force sensor calibration was measured and found to be out of specifications. When the force sensor was removed and tested, the resistance was found to be within specifications. Dimpled force sensor plate and spoke shim plate were observed during the investigation. Animas has conducted a review of the device history record for this pump, and confirmed that it was operating within required specifications at the time of release.